Manufacturer narrative:
Upon visual examination, no damages or irregularities were found with the react 68 hub. The react 68 catheter body was found separated at ~77.7cm from the distal tip, retained by the inner wire. The tubing material of the separated ends exhibited with jagged edges. Inspection of the remainder of the react 68 catheter, apart from the observed separation, revealed no other damage or irregularities. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that when the react catheter was removed from the hoop it was noticed that the catheter was fractured at about the mid point. The tech was certain that catheter was not damaged during handling by lab staff in preparation for the case. There was no allegation of damaging to the inner or outer package of the device. No patient injury occurred.